Event description:
A prod liability claim was raised. It was reported that the pt was implanted a durom acetubular component on the right side on (B)(6) 2007. The pt was revised on (B)(6) 2014 due to unk reasons.

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on 07/10/2015. Since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008, (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a durom uc acetabular component 46/40 f on (B)(6) 2008. The patient was revised due to pain and loosening.

Manufacturer narrative:
Additional information received on 04/16/2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. As not lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should add'l info become available and/or the device(s) be returned for eval and an investigation results becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer's reference number of this file is (B)(4).